Manufacturer narrative:
Date of birth is on an unreported date in (B)(6) 1954. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain, slight fever and cloudy effluent. The cause of peritonitis was unknown. A day after the event onset, the patient visited the hospital and received drip infusion of unspecified antibiotic for treatment. Antibiotic treatment was ongoing on an outpatient basis. Nine days after the event onset, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.